Event description:
The sales consultant reports a planned removal from l5-s1 and fused segment with inferior and superior end plates on (B)(6) 2013. The surgeon fused all three levels and removed the implant. There were no reported issues during the removal process. This is 1 of 3 devices for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn as no product was received. A review of the device history record (DHR) for pro disc superior endplate (part number pdl-m-sp06s, lot number 5408118) showed that this lot met all packaging, dimensional, and visual criteria at the time of manufacture and there were no manufacturing issues documented of these parts that would contribute to this complaint condition. The DHR did not show any non-conformances for this part and no complaint related issues were found.

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. Device evaluated by exponent. The devices were reviewed by exponent: all retrieved components (superior endplate, polyethylene inlay, and inferior endplate) were examined macroscopically for signs of wear and damage. All three components had evidence of iatrogenic damage that most likely occurred during the removal process. The backside surfaces of the endplates showed remnants of bone. The polyethylene inlay had evidence of impingement. Machining marks were observed on the perimeter of the poly inlay and worn machining marks were observed on the backside surface. The snap lock of the poly inlay appeared round when compared to a never implanted control. The articulating surface of the poly inlay insert showed evidence of adhesive abrasive wear with evidence of burnishing and multidirectional micro-scratches consistent with normal wear. Product development evaluated the exponent report: based on the condition of the superior endplate, there is no contributable root cause for the polyethylene inlay expulsion associated with the superior endplate.